Event description:
It was reported to philips the device would not power on. There was no patient impact. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer stated the device would not power on; however, the on/off switch had an amber light. The customer identified the cpu pcba was defective. The rse advised the customer they have bench repair or onsite repair available. Following the evaluation of the device, the customer replaced the cpu pcba to resolve the problem. The unit was then placed back in service. No other abnormality was observed.